Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was off for over a year, customer turn on the pump and an unspecified malfunction alarm occurred. Customer clear the malfunction and to continue using alternate method of insulin therapy. Customer¿s blood glucose level was 350 mg/dl.